Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the handle jammed on the device. It is unk if the device was applied to tissue at the time, and if so, how the device was removed from the tissue. There was no injury to the pt.